Event description:
There was a magnet interference error message after the catheter was placed into the patient. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg directly. Manufacturer response for ablation catheter, thermocool smarttouch stsf ablation catheter (per site reporter). Clinical site notified mfg rep directly.